Manufacturer narrative:
Pt age: unk pt weight: unk. Event date: unk. Expiration date - unk. Implant date: unk. Explant date: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter stated the surgeon will be explanting an icl implantable collamer lens due to the development of a cataract. The lens was implanted in 1999, as part of the (B)(6) study. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl that was implanted 15 years ago , as a part of icl study, was scheduled for explantation the next day from the report to address cataract development. No further details were provided. Literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors( especially high myopes and older patients).the reassessment will be performed when (if) additional information is received. Conclusions: based on the complaint history and the medical review, a specific root cause of the event could not be determined. (B)(4).